Event description:
During the implantation procedure, there were difficulties extending the helix; however, the helix did extend successfully after turning the stylet again. Once the lead was placed in the patient, an x-ray showed the lead was dislodged. It was attempted to re-position the lead but it kept dislodging. The lead was taken out, and a new isoline lead was implanted successfully.

Manufacturer narrative:
(B) (4). Conclusion: the analysis concludes that the lead conforms to all mechanical and electrical specifications. As indicated by the statements of the physician, the helix was able to be extended and retracted, which was verified by radiographic guidance. The dislodgement issue may be related to the physiology of the patient and/or to the technique of the physician, since no deficiencies to the lead could be identified. The damage associated to the svc defibrillation coil is associated to passage of the lead through a constricted opening such as through a sharp bend in an introducer or through some physiological feature such as the subclavicle region of the patient.